Event description:
It was reported that 3 bd plastipak¿ syringe experienced plunger movement difficulty. This is 3 of 3 related events. The following information was provided by the initial reporter: 3. It is covered or forced when passing propofol with an infusion pump case 3: tv-110523-43 20ml syringe. The plastic sticks on contact with the medicine, covering the syringe. Previously it happened with propofol. Now it happened with remifentanil. In addition to being administering tiva, it is a risk for the patient, since they can wake up and have a very bad outcome in legal terms.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. A.2. Date of birth: patient¿s birthday was not provided, (B)(6) 2010 was used based on age of patient.

Event description:
It was reported that 3 bd plastipak¿ syringe experienced plunger movement difficulty. This is 3 of 3 related events. The following information was provided by the initial reporter: 3. It is covered or forced when passing propofol with an infusion pump case 3: tv-110523-43 20ml syringe. The plastic sticks on contact with the medicine, covering the syringe. Previously it happened with propofol. Now it happened with remifentanil. In addition to being administering tiva, it is a risk for the patient, since they can wake up and have a very bad outcome in legal terms.